Event description:
Customer reports three incidents of blood leaks occurring on use numbers ranging from use #13 to use #27. All leaks occurred at the onset of pt treatment. All leaks were noted by blood leak alarms and visible blood in the dialysate. Estimated blood loss was 200 cc's per incident. Treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.